Event description:
It was reported to boston scientific corporation that a profile extra small oval flexible snare was used in the colon during a colorectal polyp resection procedure performed on (B)(6) 2023. During the procedure, a problem with the energization has occurred. The snare and active cord were securely connected, and no abnormalities were noted with the ablation pins. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Block h10: investigation results a profile extra small oval flexible snare was received for analysis. Visual inspection of the returned device revealed no problems. Functional inspection was performed and when the device was connected to the 10-inch loop fixture, the loop could extend well without problem. Electrical testing was performed, and the device was found within specification. No other problems were noted. The reported complaint of device failure to deliver energy was unable to be confirmed since the device passed electrical testing upon return. The device did not showed evidence of either the alleged problem or any defect that could have contributed to the event. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed.

Event description:
It was reported to boston scientific corporation that a profile extra small oval flexible snare was used in the colon during a colorectal polyp resection procedure performed on (B)(6) 2023. During the procedure, a problem with the energization has occurred. The snare and active cord were securely connected, and no abnormalities were noted with the ablation pins. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy.